Event description:
It was reported that an ilet touchscreen developed two thin cracks and became unresponsive to slide-to-unlock, preventing user interaction while the device continued dosing; the user wears a dexcom g7 and had backup therapy available, and the affected component was the touchscreen with a device problem consistent with fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.